Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that insulin was squirting out of the infusion set tubing during the priming process. The customer's blood glucose was 376 mg/dl. The drive support cap was recessed. The customer did not have additional infusion sets so troubleshooting was not performed. The customer also stated that the insulin pump was not registering the reservoir change. The discontinuation of the device was advised. Nothing further was reported.